Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -10.50/+2.0/091 (sphere/cylinder/axis), within the same surgery due to the lens was inserted upside down into the patients right eye (od). The lens was replaced within the same surgery with a longer lens and the problem was resolved. Cause of the event was unknown.